Manufacturer narrative:
On may 4, 2021, the mentor failure analysis lab received the device for evaluation. On may 11, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 470cc breast implant was found to have a bubble within the gel, measuring approximately 4.6 cm x 3.6 cm. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no reason provided. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone breast prosthesis implantation surgery with a 470cc mentor memorygel breast implant on (B)(6) 2021, elected to undergo breast implant removal, without replacement, with no given reason on (B)(6) 2021. The implant's texture was reported to be different and it seemed to have bubbles inside the implant. The patient was reported to have fully recovered.